Event description:
We received these electrodes as a replacement product. Each time they were used, the staff had trouble getting an adequate EKG reading. There was always an interference problem and the ekgs that were done were of poor quality.

Event description:
We received these electrodes as a replacement product. Each time they were used, the staff had trouble getting an adequate EKG reading. There was always an interference problem and the ekgs that were done were of poor quality.